Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry and investigation, that during the redo-avr for a 23mm 8300ab intuity valve, the patient developed severe native mr due to the intuity valve being adhesed into the base of the native mv. Per medical records, the patient underwent redo-avr with a 23mm 11500a inspiris valve. The valve seated well and functioned fine. After weaning off cpb, there was a severe mitral regurgitation which was central and directed posteriorly. This was thought to be due to tenting of the mitral valve, following removal of the existing prosthetic aortic valve which had a dense adhesion into the base of the mitral valve. An mvr was performed with a non-edwards valve and iabp placement. The patient was transferred to the cvicu in critical but stable condition. Post-operative course was further complicated by atrial fibrillation/flutter treated with medications. The patient was discharged home on pod #10.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors /operational context, including the prosthetic aortic valve that was adhesed to the native mitral valve.